Manufacturer narrative:
Quality engineering review completed and annex codes updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer advised him to do hard power cycle tower or use the external insufflation device. The customer reported that site is continuing surgery with another insufflator. No site visit was conducted.

Event description:
It was reported that during surgery, there was an issue with low abdominal expansion when insufflating air, with a pressure reading of 12 mmhg and no error message. The technical support engineer advised performing a hard power cycle on the tower or using an external insufflation device. It was further reported that the site continued the surgery using another insufflator. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no damage to the cannula seal/tube connector being used for insufflation. There was no delay. The insufflation issues did not lead to any intra-operative complications. There was no patient injury.